Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured between february 7, 2020 to february 10, 2020. H10: the actual devices were not available; however, a photograph of one (1) sample was provided for evaluation. A visual inspection of the photograph was performed which observed evidence of a ruptured bladder (drops identified in housing). The reported condition was verified for 1 sample. The cause of the condition was not determined; however, the probable cause was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladders of four (4) small volume intermates ruptured during filling with sodium chloride (nacl). There was no patient involvement. No additional information is available.